Event description:
Healthcare worker had finger inflammation and itching. She used hydrocortisone cream and benadryl, and was better overnight, but by mid morning had increased swelling. She was seen by a physician and placed on triamcinolone 0.1%.

Manufacturer narrative:
The customer was not able to identify the lot#, therefore, the device history record could not be reviewed. Historical trending was done, and no issues were found for this catalog number. The customer was not able to provide the sample. Without the actual sample, it is difficult to assign a root cause. No abnormality was found on the retained sample. We will continue to monitor for complaints of this nature.